Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered an inappropriate shock that put the patient into ventricular fibrillation (vf). A subsequent shock was delivered and converted the rhythm. Review of stored device memory noted a previous episode of t-wave oversensing that resulted in delivery of an inappropriate shock. Boston scientific technical services (ts) discussed troubleshooting and programming options. Programming changes were made. This product remains implanted and in service. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient was seen in clinic due to the smartpass feature being disabled. An attempt was made by the local field representative to re-enable smartpass. The feature was unable to be enabled due to low signal amplitude measurements. The primary sensing vector was noted to be programmed to secondary and no inappropriate events were observed with smartpass off. The physician plans to continue monitoring. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered an inappropriate shock that put the patient into ventricular fibrillation (vf). A subsequent shock was delivered and converted the rhythm. Review of stored device memory noted a previous episode of t-wave oversensing that resulted in delivery of an inappropriate shock. Boston scientific technical services (ts) discussed troubleshooting and programming options. Programming changes were made. This product remains implanted and in service. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.